Manufacturer narrative:
Model number/catalog number: sc-2352-70, serial number: (B)(4), batch/lot number: 17396053, model/catalog description: linear 3-4 lead 70 cm. Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 17553700, model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn. It is indicated that the leads and ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the incision behind the ear. Symptoms were pain, swelling, and discharge. The physician believed that the infection was not device related and the cause was unknown. The patient underwent an explant procedure.